Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer functioning as intended. The cylinders had ruptured bilaterally. The ipp was replaced. There were no patient complications reported.